Manufacturer narrative:
Manufacturer became aware of this event upon receipt of returned components as part of CAPA (B)(4) market action. End-user was not forthcoming as to when the telescoping bar originally failed leaving the event date as an unknown. This known failure mode was analyzed at the parent company in (B)(6) and all parts met design specifications. It was, however noted, that this component had failed because it had seen unusual stress which allowed it to fatigue and break over time. It was decided in 4/2015 that the part could be changed to a different material that would be able to withstand more severe use and be less susceptible to fatigue. A new design of this part has been implemented into production as of 6/2015. The re-designed part has been issued to the service provider to address this reported failure. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. Dealer confirmed having received the new components, installed on the device and returned to end-user. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
Received report while performing market action to replace ps seating telescoping bars, it was noted one of the telescoping bars had been broken previously and modified in order to keep the device operational. No injuries were reported to have occurred as a result of this failure.